Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The company representative was able to resolve the reported event remotely with the customer. Based on the information available, the customer reported event cannot be confirmed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a surgery an ophthalmic console exhibited ultrasound issue and error message was displayed. Surgeon has changed the handpiece however the issue has not resolved hence surgery was completed with another console. There was no patient impact was noted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).